Event description:
It was reported that a pt developed "redness; itching; and weeping under the tape border a month ago". The pt stated they saw a dermatologist who prescribed an antifungal ointment. No additional information was provided. Pt outcome is reported that the area improved.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.